Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration. The patient was also noted to have had a prior case of endocarditis. It is possible that the infection may have contributed to the later explant of this device. The subject device has not been obtained for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm edwards bioprosthetic aortic valve, implanted approximately 10 years and four (4) months, was explanted due to aortic stenosis and regurgitation secondary to leaflet perforation. This device was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation caused by rheumatic disease. After an implant duration of approximately four (4) years and nine (9) months, infective endocarditis (the type of infection was gram-positive anaerobic coccus) occurred on this valve, and it was healed by administration of an antibiotic (ceftriaxone). After an implant duration of approximately eight (8) years, aortic regurgitation was detected in echo and aortic valve pressure gradient was increased. After an implant duration of approximately nine (9) years, the patient had a heart attack due to heart failure. This device was explanted and replaced with a 21mm edwards bioprosthetic aortic valve with no reported adverse patient effects as a result of the valve replacement. The patient status was reported as ¿recovering¿ in a general ward at the hospital. No additional details were provided.